Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, a guide wire tip detachment occurred. A jag precursor 035/450 guide wire had been selected for use in an unspecified pancreatic location in the "biliary way" . During introduction, the tip of the guide wire detached from the core wire and separated into 2 fragments. One of the tip fragments stayed in the "terminal part of the biliary way" and the second staying in the canal of wirsung. The physician unsuccessfully attempted to remove the device fragments by unspecified means. The procedure was considered to be completed with this device. There were no additional patient complications reported. The patient's current condition is listed as "stable".